Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however, the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1 date of submission 10/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was intermittently unresponsive. There was evidence of keypad contamination found under the contrast button key contacts. There was evidence of moisture and corrosion on the display, battery power connection circuit, the force sensor plate, the force sensor and transmitter circuits, the display circuits, and the keypad flex connector and flex. A crack between the upper right corner of the display lens and case seal was discovered. The pump failed leak testing due to the crack in the case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the issue occurred yesterday and the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.